Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a history/settings (inaccurate delivery) issue. There was no indication that this issue caused or contributed to a reportable adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07-feb-2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: review of the black box data revealed a call service alarm 011 on (B)(6) 2016 at 16:09 followed by a cs-064-00008 alarm at 17:23; deliveries resumed at 17:29. On (B)(6) 2016 at 07:16 a replace battery alarm was recorded; deliveries resumed at 14:18. On investigation, the pump passed delivery accuracy testing and was found to be delivering accurately and within range. The total daily doses added up to correctly reflect the users programmed basal rates. No errors, alarms, warnings or delivery interruptions occurred during the testing. Investigation did not duplicate the complaint.